Event description:
The scoring element kinked and was stuck on the 0.014" guide wire. Additional information received from the hospital on (B)(6) 2013: the angiosculpt device was grabbing the guide wire making it difficult to remove. Subsequently, the guide wire was removed with the angiosculpt device in tow. There had been tangling and coiling of the angiosculpt device on the balloon, not the wire. The vessel was rewired after the angiosculpt device and guide wire were removed.

Manufacturer narrative:
The angiosculpt device got stuck on the guide wire. The device and the guide wire were removed as a unit. The physician rewired the lesion to complete the procedure. This resulted in prolongation of the case. No clinical injury was reported. The angiosculpt device was returned with the guide wire intact. Evidence of laceration at the ex port suggest a guide wire prolapse occurred. The returned guide wire was able to be removed form the angiosculpt device with very slight resistance. Guide wire prolapse is listed as a possible occurrence during the procedure of the angiosculpt ptca occurrence during the procedure of the angiosculpt ptca scoring balloon catheter instructions for use (IFU).